Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle separated from the syringe and leakage occurred. The plunger was difficult to press. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2023 -- plunger over depressed while administering botox into corrugator for migraine. Needle and syringe disconnected and additional botox spilled. 10 units total was lost. 5 units should have gone into the corrugator but due to the event uncertainty if 5 units was the actual amount into her corrugator. Advised patient on potential for non-desirable temporary cosmetic change such as eye brow droop. Needle changed. Remainder of procedure performed without complications.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle separated from the syringe and leakage occurred. The plunger was difficult to press. There was no report of patient impact. The following information was provided by the initial reporter: (B)(6) 2023 -- plunger over depressed while administering botox into corrugator for migraine. Needle and syringe disconnected and additional botox spilled. 10 units total was lost. 5 units should have gone into the corrugator but due to the event uncertainty if 5 units was the actual amount into her corrugator. Advised patient on potential for non-desirable temporary cosmetic change such as eye brow droop. Needle changed. Remainder of procedure performed without complications.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 305106 and lot number 3055903. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10.